Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that the device experienced a power on reset (por) and was subsequently reprogrammed and remains in use. No patient complications have been reported as a result of this event.